Event description:
It was reported that bilateral deep brain stimulation (dbs) leads were attempted to be removed. The leads were unable to be fully removed as the polyurethane/silastic coating on the lead had disintegrated. The lead fell apart and pieces of it remains lodged in the brain. The event resulted in disability or permanent damage.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3387 (lot: unknown); product type: 0200-lead; implant date ; explant date: (B)(6) 2022. Brand name activa; product ID 3387 (lot: unknown); product type: 0200-lead; implant date ; explant date: (B)(6) 2022. Medwatch user facility report #mw5119062. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3387 lot# unknown explanted: (B)(6) 2022 product type lead product ID 3387 lot# unknown explanted: (B)(6) 2022 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that in 2005 they got their device believing it would help manage their dystonia symptoms. The device later malfunctioned resulting in a debilitating brain injury. When they went to have the device removed the doctor discovered that the leads had disintegrated, leaving metal fragments in their body resulting in a second brain injury. They were left with metal fragments in their body, unable to receive treatment, and uncertain about the future implications of a device that degraded in their brain. This had resulted in physical suffering, emotional turmoil, and financial hardship. The lack of adequate post-market surveillance and follow-up care has turned my healthcare journey into a game of roulette with my life. The injuries they sustained had directly affected their child, who had faced several developmental delays due to the injuries they suffered while pregnant.

Manufacturer narrative:
This event is being merged into the file with regulatory report 3004209178-2022-15693, so all further information will continue in that report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction sent to update patient IFU from epilepsy to dystonia for data purposes. Any further information received will still be continued regulatory report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.